Event description:
It was reported that during a coronary stenting procedure, positioning difficulty occurred. The 85% stenosed lesion was located in the non-tortuous ostial right coronary artery. The lesion was predilated with a non bsc balloon. The physician attempted to place a liberte' bare metal stent in the target lesion; however, the stent "slipped on placement" and was "hanging into the aorta." The stent was deployed 2-3 millimeters from the intended site and was post dilated with a quantum maverick balloon. No further patient injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.